Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect magnesium result of 3.61 mmol/l for a patient sample (sid (B)(6)) that retested at 0.73 and 0.74 mmol/l. The elevated result was not report out of the lab. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting tasks including the replacement of the sample probe, the mixer and the reagent tubing which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.